Event description:
The electric shuttle caused internal injury to the pt, and second and third degree burns. CPR was given to the pt until paramedics arrived. Facility stated, this product has been a problem for over a decades.